Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo feeding sets were leaking near the spike. There was no patient injury.

Manufacturer narrative:
Additional information h2, h3, h6 investigation conclusion the report stated the kangaroo feeding sets were leaking near the spike. Additional information provided on july 02, 2021 stated there was no patient involvement. The issue was discovered prior to patient use. As a medical device manufacturer your feedback is an important part of our commitment to manufacturing and distributing high quality products. Below you will find our investigation results for reported product complaint. The reported product number 775100, epump cross spike feed & flush, with lot number 202860076 was investigated. The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Twelve (12) products were returned for evaluation. Visual and functional testing performed confirmed the reported product failure of leak. The location of the leak was identified at the tubing and sross-spike connection. A formal investigation was initiated to determine the root cause of the confirmed product failure as well as actions necessary, if applicable, to prevent the confirmed product failure from recurring. This complaint will be used for monitoring and trending purposes.

Event description:
The customer reported that the kangaroo feeding sets were leaking near the spike. There was no patient injury. Additional information provided on july 02, 2021 stated that there was no patient involvement. The issue was discovered prior to patient use.

Manufacturer narrative:
Sections b5 and h6 have been updated to reflect additional information provided by the customer.